Event description:
It was reported that the right ventricular (rv) lead was exhibiting low impedance and oversensing. The lead was reprogrammed until it could be replaced. It was also reported that the right atrial (ra) lead was exhibiting low impedance, noise and far field r-wave (ffrw) oversensing. The lead was replaced along with the rv lead. The patient stated they had been told by the office technician that the insulation had come off of the leads. The patient also stated they had been experiencing pulsating, throbbing and beating impulses by their collar bone. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data was collected and analyzed. Analysis of the data indicated atrial oversensing on the egms due to ffrw (far-field r-waves). Atrial high rate episodes were recorded in (B)(6) 2015. (B)(4).